Event description:
It was reported the customer was experiencing unexplained low blood glucose. Customer stated their blood glucose would be between 40 mg/dl and 50 mg/dl in the mornings. The customer also reported having a high blood glucose event where their blood glucose rose to 555 mg/dl. Customer stated their fluctuating blood glucose may be attributed to their doctor adjusting their insulin intake. Customer also reported having their pancreas removed and the only thing regulating their blood glucose was the insulin pump. It was found the customer had been experiencing low blood glucose for the past three months. Troubleshooting for the customer's insulin pump found the insulin pump had passed all functional testing. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).